Event description:
Pt initially hospitalized (B)(6) 2015 for motorcycle accident which resulted in subarachnoid hemorrhage, t7 fracture and open tibia/fibula fracture with flap. Pt received multiple surgeries to right lower extremity. Flap became congested and lost doppler signal with weakening of arterial signal, so pt received emergent venous reanastamosis. On (B)(6) 2015 pt started leach therapy for venous congestion in flap and began empiric levaquin. Pt become febrile, blood culture was drawn on (B)(6) 2015 revealing aeromonas infection resistant to ciprofloxacin, bactrim, and augmentin; only susceptible to ceftriaxone. Levaquin was stopped and ceftriaxone started.